Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED would not power on but would power on with a spare battery pack. They reported that this did not occur during patient use.

Manufacturer narrative:
During troubleshooting with customer service regarding the reported issue, it was determined that the AED was not detecting the electrode pads, despite them being properly attached. The device was subsequently requested to be returned for further evaluation. Upon receipt, the AED underwent comprehensive bench testing. The device passed all tests and was found to be operationally ready. The reported issue of the AED not detecting the pads could not be replicated. Additionally, the root cause of the battery depletion could not be determined, as neither the battery nor relevant log files were returned with the device.